Event description:
Caller reported aviva blood glucose results of 573 mg/dl and 144 mg/dl within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient's ejection fraction improved. In the physicians judgment the patient no longer needed the device and the device and leads could have contributed to patient's superior vena cava syndrome. The device and leads were removed. No patient complications have been reported as a result of this event.